Event description:
The spouse of a home peritoneal dialysis pt reported that during fill 1, pt complained of shortness of breath. Spouse did not remember what the displayed fill volume was. Spouse turned the cycler off and then on again to drain the pt. The drain volume was 5,630 ml. The prescribed fill volume was 2 liters. The pt felt better after draining. There was no serious injury or illness.